Event description:
It was reported that the catheter was placed in the intensive care unit on (B)(6)2009 via right subclavian without any complications. The drug being administered was sulfos. On the third day, leakage was observed around the insertion site. The user observed a break at 10 cm from the distal portion of the catheter. As a result, the drugs were suspended immediately and the catheter was removed. A new cv-16702 was placed with no complications. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.